Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the system and was unable to confirm the customer allegation. After multiple performance tests, the system was returned to clinical use.

Manufacturer narrative:
The customer contact reported that the patient ID and patient weight information is not available. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during a case, the display of the ventilator went black with colored vertical stripes and ventilation stopped. The patient was reportedly switched to another machine to complete the case. There was no reported patient injury.